Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The thump and carelink software was utilized and downloaded trace/history files properly. There were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date 31-oct-2024 in the pump history file. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within spec range during testing (24.6 mv). The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay and broken belt clip rails during the visual inspection. In summary, pump passed all required testing. Unable to verify customer alleged for high bg. The force sensor is within specification. Cosmetic damage was confirmed at the belt clip rails. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the piece in the back was broken off, the insulin pump in use leading up to the hospitalization, and high blood glucose. The customer reported blood glucose values of 974 mg/dl. The customer reported hyperglycemia, malaise, pain, abdominal, vomiting treated with manual injection/insulin pen, insulin pump (subcutaneous insulin infusion), hospitalization: overnight stay. The event involved products mmt-242a, mmt-1884, mmt-7040a, and mmt-332a. Troubleshooting was performed, and the issue was not resolved. The customer has been using the insulin pump system within 48 hours of the reported high blood glucose event, and the customer was not used the auto mode feature. No further patient complications were reported. No product return is required for mmt-242a. Product return was requested for mmt-1884. The customer will discontinue using the device, and the customer response was that the device will be returned. No product return is required for mmt-7040a. Product return requested for mmt-332a. Customer declined to return or is unable to return.